Event description:
This is one of many reports received from japan in which a product mislabel was identified. The patient underwent cataract extraction in the right eye with implant of ceeon lens labeled as 812a/21.5(d). However, the lens was not correctly labeled and was actually lens model 745a/18.0(d). Postoperatively the patient complained of visual disturbance. A visual acuity was +1.0d. No other information was provided. A manufacturer investigation was performed and it was found that this was 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was immediately initiated. Also, as a precautionary measure, 5 other lots manufactured the same day were also recalled. The distribution of these lots was limited to japan.